Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the logs were checked and no issues were seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient and healthcare professional (hcp). The patient was receiving morphine (unknown concentration, 0.9 mg/day) via an implantable pump for non-malignant pain. The hcp reported they received messages from the patient reporting that their pump had "malfunctioned and not working"/quit working on friday. The patient was traveling so they requested if a manufacturer representative (rep) could meet the patient for further assistance. The patient called and reported they were on vacation and on thursday night, they felt "different". On friday, they woke not feeling well. The patient stated they waited for a while to see if maybe it was a flu bug. As the day went on, the patient was feeling better, but by friday night, they started going through withdrawal symptoms. The patient called their hcp, but did not hear back from them until they were in the emergency room (ER). The patient stated their hcp told them to go to the ER in case what the patient feeling was not the pump. The patient stated they have not heard the pump alarm at all until they were in the ER late friday night. The patient stated the pump was doing the critical alarm. At the ER, the patient was treated for withdrawal symptoms. The patient stated they were not sure if the pump alarm was too faint, but they did not currently hear the alarm. The patient stated they have turned off everything in their camper and did not hear an alarm. The patient did not think the pump was currently alarming. The patient planned to contact their hcp to see if they would page a rep and was going to see if the hcp would approve the pump to be turned off until they got home. The patient stated they were not worried about the pain, they were able to "handle the pain differently", but did not want the pump to possibly stop while driving the 1,000 miles home. Additional local physician listings were requested. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their hcp for further assistance.